Event description:
Olympus received a medwatch report that stated "during the surgical procedure (turp) the black power cord sparked, popped and then separated in two."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information and was informed that there was no harm to the patient or the users. The cord was inspected prior to use and no abnormalities were noted. No further information was provided. The subject device was not returned to olympus for evaluation. The exact cause of user's experience cannot be determined. This report will be supplemented if additional and significant information becomes available.